Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as it was noted that the device would not autofill during decontamination. Repair declined. Reboot screen came up during decon. Complete the 2000-hour pm procedure on the device. Replaced the control panel assembly. Pm not completed as customer declined. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed was unable to fill arctic sun device. Nothing attached to fluid delivery line (fdl). Heard the pump turn on, but the machine was not taking the water. Per wo update on 15may2023, it was reported that during filling, it was observed that the circulation pump would not generate vacuum during filling. Biomed stated that they would like to send it in for the 2000 hour service and loaner. Per sample evaluation results on 26sep2023, it was reported that the reboot screen came up during decontamination. Complete the 2000-hour pm procedure on the device.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as it was noted that the device would not autofill during decontamination. Repair declined. Reboot screen came up during decon. Complete the 2000-hour pm procedure on the device. Replaced the control panel assembly. Pm not completed as customer declined. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed was unable to fill arctic sun device. Nothing attached to fluid delivery line (fdl). Heard the pump turn on, but the machine was not taking the water. Per wo update on (B)(6) 2023, it was reported that during filling, it was observed that the circulation pump would not generate vacuum during filling. Biomed stated that they would like to send it in for the 2000 hour service and loaner. Per sample evaluation results on (B)(6) 2023, it was reported that the reboot screen came up during decontamination. Complete the 2000-hour pm procedure on the device.